Event description:
With the onset of double vision, I was diagnosed with a brain aneurysm located directly behind my left eye. In 2009 I underwent an aneurysm bypass surgery with coiling procedure. About 5 years ago I was diagnosed with sleep apnea. I was prescribed a CPAP machine and wisp nasal mask with magnets. About one and a half years into this treatment, I noticed negative effects on my health. Initially, I experienced left eye pain. A visit to an ophthalmologist indicated I have dry eye. I was prescribed eye drops. Eye pain got worse. So bad that I would wake up vomiting and did not leave the bed all day. As the past three years progressed I have been to a primary care physician, four ophthalmologists, three neurologists, an ear, nose, and throat specialist, and a pulmonary specialist seeking out help. I have been subjected to a sinus evaluation, glaucoma eye tests, and numerous CT scans with contrast. I have doctor's instructions to not have an MRI due to coiling for brain aneurysm. The last neurologist I saw specializes in aneurysm coiling. His findings included evidence of good to low pressure in the left eye only and likelihood of a change in or around coiling. His instructions are to let him know if I experience an increase in headaches (severe headaches) and double vision. An angiogram would need to be performed. Upon receiving the letter from philips respironics regarding sleep and respiratory care, I immediately ceased the use of my wisp nasal mask with magnets. "The masks contain magnets which can potentially affect the functioning and/or induce the movement/dislocation of medical implants or medical devices that can be impacted by the magnetic fields." Currently, I have to sleep elevated on a number of pillows and sleep only on my right side in an attempt to avoid debilitation. I have reached the point now that when I sneeze, I am subjected to excruciating left eye pain. This is also true with simply bending over. After the detailed reading of the philips respironics letter, I have seriously deduced the wisp nasal mask is contributing to my diminishing quality of health. FDA safety report ID # (B)(4).